Event description:
It was reported to philips healthcare that the heartstart xl was unable to connect to power. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). The device was evaluated by a philips field service engineer (fse) and there was no trouble found. The device passed all performance assurance testing and was returned to use. The fse provided training to the customer regarding the proper use of the device. Philips was unable to verify that a malfunction occurred.